Event description:
It was reported that the patient was referred for vns explant due to the vns was "not working for the patient.' The surgeon explanted both the lead and the generator. During surgery it was identified that the lead electrodes were no longer on the nerve. The patient's family declined vns reimplant at this time. Manufacturer's programming history database was reviewed; no anomalies were identified, and the impedance history was normal throughout the programming database. No additional relevant information has been received to date.